Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 pen ndl 32g 4mm were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding 10 pen needles that clogged during injection discard - consumer informed called in this discard sample complaint about 3 months ago.

Event description:
It was reported that 10 pen ndl 32g 4mm were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding 10 pen needles that clogged during injection discard - consumer informed called in this discard sample complaint about 3 months ago.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.